Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Additional information has been requested but not yet provided.

Event description:
The customer called for assistance retrieving the logs due to a patient event. The device was in use at the time of the event.

Manufacturer narrative:
The customer was seeking retrospective data for a patient incident due to concerns over user alarm handling. Per communications with the response center engineer (rce), the customer wanted the logs to review the alarms for a patient incident. The customer did not request logs reviewed by philips and/or any testing performed by philips. The biomedical engineer, indicated that they do not believe the device to be a factor in the patient incident, and no additional information on the patient event was provided. The system remains in use at the customer site. No device malfunction was alleged and/or supported, this is considered customer assistance due to alarm handling concerns. This is being considered a serious injury, however, no additional information on the issue was provided. The customer did not request device testing by philips.